Event description:
The complainant wanted to know the ingredients in super polygrip because they sometimes swallow this denture adhesive. Since the product is considered to be a device, they found no ingredient statement on the label. Called the co and they refused to tell complainant the ingredients. Complainant thinks that the FDA should sponsor legal changes to require the listing of ingredients on oral devices which are not intact pieces like other devices.